Manufacturer narrative:
Device passed sleep current measurement, active current measurement. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error alarms noted during testing or in the device trace download. Device seats immediately upon priming due to corrosion found on the motor home switch and force sensor. Unable to perform and displacement test due to corroded motor home switch. Moisture damage was also found on the force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call power error detected alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for power error detected alarm was performed. Customer was advised the internal power source was unable to charge. Customer advised the power error detected alarm occurred during normal use, they were not receiving insulin, they replaced the battery however the issue remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.